Manufacturer narrative:
Exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient experienced an uncomfortable sudden sensation up in the neck despite reprogramming attempt. The patient underwent an explant procedure.